Event description:
It was reported that during a laparoscopic bso procedure, bleeding occurred because the device wasn't getting the needed coagulation necessary to close the vessels. The doctor occluded the vessels with an esu and a kleppinger electrode. The case was completed with no patient consequence.